Event description:
The mother reported their (B)(6) son experiencing third degree burns while using compound w freeze off wart removal system. The consumer reported they started using compound w freeze off wart removal system on friday, (B)(6) 2014. After use of the product, the boy developed application site burns. The reporter stated the child screamed almost immediately after the product was applied to a wart on his hand, so she promptly discontinued treatment. She stated the boy developed a bubble at the application site. The child was being treated in the emergency room for the flu a few days later when the physician noticed the bubble on the child's and stated it was a third degree burn. As of (B)(6) 2014, there is a quarter-sized red ring on the child's hand which the physician informed her will be replaced by a scar.